Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the left side motor is not working and that it causes the chair to drive in circles.